Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient cannot get coverage in their back without feeling discomfort in the abdomen. The patient stated that they were only getting relief from the left back down to the left foot and was still feeling mild discomfort in the left abdomen. The patient reported that they were forced to go back to work 3 weeks after the implant surgery, where they had to carry a 60 lbs tool belt and do strenuous activities after which the patient felt an immediate change in therapy. The patient talked to a doctor about the discomfort about 1.5 years ago and they took an x-ray. The x-ray showed no lead movement. Reprogramming was attempted to give the patient back relief without abdominal discomfort and was unsuccessful. There were no high impedances and the patient was scheduled for another two x-rays. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(6)2018. The rep stated that the patient stated that they felt the heavy tool belt and the ladder placed a strain to their body. Moreover, the areas that their stimulator are located and the leads. The patient stated as per report that they started working only after 3 weeks post-op while they were still healing which was against the doctor¿s recommendation. The patient stated that they had no choice and had to work. The rep was only informed of the discomfort of their belly on the day of the patient meeting. Therefore, they do not know the actions/interventions. During the reprogramming, they tried adjusting pulse width if there was some discomfort felt on their abdomen which helped. However, the patient preferred their previous settings which they still use and are satisfied with. The rep attempted to call the patient without a call back and cannot get through the doctor¿s office for follow up as well. The rep would continue to follow up with the patient and would update when new information is obtained. No further complications were reported/are anticipated.